Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they have been having problems with an unknown enteral feeding pump set with an unknown lot number. On march 1, 2021 cardinal health sent out a medical device correction letter regarding the kangaroo enteral feed pumping sets. The purpose of this communication was to advise customers of the potential for air appearing in the enteral feed pumping set tubing during set-up. Although there was limited information provided by the customer regarding the specific issue relating to the pump, this complaint will be filed as the reportable malfunction of air in the line with a pump set since it was in response to the communication sent out to customers regarding the kangaroo enteral feeding pump sets.